Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, that the battery they received was too big for their controller. The patient was walked through changing the battery covers from the dummy controller and their controller. The patient confirmed, they were able to switch the batteries and the covers. The patient reiterated, that the implantable neurostimulator (ins) was not worth all of the agony. And they wish they had never seen the spinal cord stimulator. The patient mentioned, that the ins has never worked right to begin with. The patient will try the battery replacement. And call back if they need further assistance.

Event description:
Additional information was received. It was reported the patient's controller was turning off every time they turn around and their controller was freezing. It was noted they had the issue three days ago and their niece helped them with their controller. It was noted sometimes they had to exit out. The patient stated the last time they were able to successfully their implant was a couple of days ago. It was noted they had problems since the date of implant. It was confirmed they had problems since implant of charging their implant and stimulation turning on/off. It was mentioned their implant battery was depleting during the call. The patient's representative confirmed the patient's implant battery was not depleted. The patient received a replacement battery pack but was still having the same issues. The patient stated they would not be near their controller and the stimulation would turn off. The patient representative confirmed the controller seemed to be working just fine and the stimulation on/off button was working. The patient was redirected to the healthcare provider to address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# (B)(6), product type programmer, patient product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745bp lot#/serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Coding was updated to better reflect the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they started having trouble since they got it in december as reported in the original call. The patient (pt) said they met with a manufacturer representative (rep) at their healthcare provider's (hcp) office but doesn't remember reps name. They said they made the rep aware of this a couple days ago it was the (B)(6) they said the issue is still happening and the screen on the controller "always turned itself off". Troubleshooting was attempted but pt was combative and said that "the rep just said to replace the battery". An email was sent to repair to send out a battery pack.

Manufacturer narrative:
Concomitant products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient (pt) said they had nothing but trouble with the controller since implanted. Pt wished they never had done the implant. Pt reported "it" always turned itself off. Asked pt to clarify if they meant the implant (ins) went off or the controller (ptm). Pt said "I wish I knew'. Someone was helping the patient on the call and said it was the stimulation that keeps getting shut off. The ins was charged when it happened. Pt had to turn ins back on. Redirected to hcp. Pt reported the other night "it" turned off completely and they had to play with it to get it to turn on again. On the 3rd time ptm had nothing on the screen and this was the problem since pt got the implant. Pt then clarified ptm had nothing on the screen since last night. Instructed pt to take the battery out, plug ptm in and put the battery back in. The ptm screen came on and was working. Ptm displayed the message 'battery empty, cannot provide stim, recharge ins'. Instructed pt to plug in the rtm. Ptm then showed that the ptm battery was empty and needed to be charged. Reviewed to plug ptm and charge the ptm for a couple of hours and then charge the ins. Pt then reported almost since the beginning of implant the recharging cord was overheating so much that pt could not put it next to her skin. An email was sent to repair to replace the recharger.